Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, based on the information from olympus service operation repair center (sorc), there was the possibility that this phenomenon was attributed to the breakage of the camera cable due to the external force by inappropriate handling by the user during transportation, storage, use, reprocessing, etc., additionally, it might be related to the long-term deterioration. Olympus stated the appropriate handling of otv-s7h-1d and the counter measures against abnormalities in the instruction manual of otv-s7h-1d.

Event description:
Olympus service operation repair center (sorc) was informed from the facility that in unspecified timing the endoscopic image disappeared. Sorc checked the subject device and found the follows. There was a kink on the camera cable. There were corrosion on the electrical contacts. There was no report of patient injury associated with the event.